Event description:
Laparoscopic thymectomy (using single port technique in thoracic surgery) - "while a surgeon was trying to introduce a gauze swab through one of the gelpoint 10mm port with a grasper, the seal broken down and a piece of it fell to the surgical field. The surgeon could remove the piece but he had to replace the broken trocar for the 12mm port to continue with the surgery. In addition, the gel material began to fragment and stick in the surfaces of the instruments shafts the surgeon was using. " patient status: has been discharged.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with four trocars. Upon inspection, engineering found multiple holes in the gelseal cap and visible coring that appear to have been made by instruments other than trocars. One 10 mm trocar was returned with only a piece of the septum and no shield. The cannula itself appeared cracked and broken. A ring of glue was found around the top of the cap and cannula. No damage was noted on the other three trocars. All gelpoint systems undergo 100% visual inspection during the manufacturing process. The root cause of the damage to the cannula is likely due to extreme force and torquing of the trocars during instrument use and exchange. The fragmentation of the gel is most likely due to inserting surgical instruments directly into the gel cap. The instructions for use (IFU), warns "introduce only included sleeves or applied medical non-threaded kii advance fixation, or z-thread sleeve assemblies through the gelseal cap strictly in accordance with instructions for use to avoid gel particulation", and instructs the user to "not insert instruments directly through the gelseal cap." "All instruments should be centered axially when inserted through the sleeve's seal for easier insertion." This document represents our final report. Catalog#: 101191201.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.